Event description:
Dexcom g6 monitors (continuous glucose monitors) had their adhesives changed in (B)(6) 2020. Since then, I myself have been getting burns/rashes from the adhesive. This did not happen to me before they changed their adhesive. Other people are reporting the same problem. I can provide pictures if needed. How can the FDA allow a medical device to be on the market if it will injure people - including children? FDA safety report ID# (B)(4).